Event description:
It was reported that: "put in a 52mm hemi cup, solid back. Tried to impact the 36mm 10 deg poly e insert in and the insert would not lock in. Explain to the doctor to make sure there were no soft tissue around the cup. He checked and tried to lock in the cup again and it would not lock in again. He tried 3 more times and the liner would not lock in. I then open a liner insert with a poly 36mm e and the insert locked right in."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.